Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had power error detected on insulin pump. The customer¿s blood glucose level was 300 mg/dl. Customer was able to complete pump rewind. Assisted customer in performing self test. The insulin pump passed the test. The customer also got power loss alarm. The insulin pump will not be returned for analysis.